Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed the self test, active current and sleep current test. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), broken reservoir tube lip, partially broken retainer, battery tube threads-cracked, serial number label and missing reservoir tube o-ring. Unable to perform the functional testing due to the partially broken retainer, missing o-ring and broken reservoir tube lip. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. ¿ in summary, the pump was received with a broken reservoir tube lip, partially broken retainer, retainer and missing reservoir tube o-ring. Charge/battery lasts less than expected confirmed. Failed batt test not confirmed. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, failed batt test, charge/battery lasts less than expected, damage to the insulin pump, and drive/motor anomaly. The customer reported no adverse events. The event involved product(s) mmt-332a, mmt-864a, and mmt-1880l. The troubleshooting was not performed and it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-864a. No product return is required for mmt-1880l.